Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and the pelvitex polypropylene mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to exposed mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic paravaginal defect repair, posterior colpoperineorrhaphy and lysis of adhesions due to bilateral paravaginal defects, urethral hypermobility, intestinal adhesions , sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that following insertion the patient experienced perforated cecum, ogilvie disease of the right colon and underwent an exploratory laparotomy, right hemicolectomy with resection of terminal ileum and end ileostomy and lysis of adhesions on (B)(6) 2008.